Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-04981. It was reported the patient's scs system stopped working approximately two months ago. The patient also stated the system was "shocking" her. Troubleshooting of the patient's scs leads showed high impedance on all contacts. No trauma or fall was reported. Surgical intervention may be taken to address the issue.